Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was difficult to place in the patient. The digital scope could not be used in the procedure since it cannot fit through the distal opening. There was no reported patient involvement and outcome.